Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. No evaluation can be performed as no product was received. No complaints regarding color/brightness has been received. Thinner diameter sutures require additional knotting when compared to larger diameter sutures. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Customer unhappy with product. Thread breaks easily color is not bright enough and seems to require more knots than other sutures.